Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additional information was not provided. Customer declined further troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.